Manufacturer narrative:
This report is submitted on 14 july 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains.